Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the lead exhibited low impedance measurements from left ventricular ring to coil. The lead remains in use. No patient complications have been reported as a result of this event.